Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video function did not function normally due to the failure of the cable and b30 (scope communication error occurred. The cause of the faulty cable could not be identified. As to rust found on coupler unit, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus field service representative, that the hd autoclavable camera head encountered a b30 scope communication error. Additionally upon fse inspection; rust was also found on the coupler unit 1004y. The event was found during preparation for use, and the therapeutic, laparoscopic cholecystectomy was cancelled/ postponed until the omsi loaner reached the facility. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The customers allegation of no image was confirmed. Upon inspection the cause was due to a faulty cable, and rust was also found on coupler unit. Additional findings were as follows: the video connector of the camera head was found broken, there was water leakage from the focus switches and cable unit of the camera head, multiple white dots were found in the image, and the head packing was found to be deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.